Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0011522905); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0011497668); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, immediately after the valve implant, a left main coronary artery obstruction occurred. It was reported that the sealing skirt of the valve was blocked by migration. Percutaneous coronary intervention (pci) was performed on the left coronary artery. "Guiding" was also used and "debulking" was performed. A delay occurred as a result. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, immediately after the valve implant, a left main coronary artery obstruction occurred. It was reported that the sealing skirt of the valve was blocked by migration. Percutaneous coronary intervention (pci) was performed on the left coronary artery. "Guiding" was also used and "debulking" was performed. A delay occurred as a result. No additional adverse patient effects were reported. Additional information was received that the valve had dislodged and caused a blockage of the valsalva. Pci was initiated using a small catheter and an atherectomy was performed. The delay reported was pertaining to the pci performed, which took approximately twice as long as normal. The patient was reported to be progressing well. Additional information was received that after valve implant, the valve was thought to gradually have led to sinus sequestration. Approximately 11 months following valve implant, a planned pci was performed on the left coronary artery due to coronary artery stenosis. Coronary artery occlusion was not reported, and the valve did not dislodge and occlude the coronary ostia. No additional adverse patient effects were reported. Per the physician, the valve did not contribute to the need for the pci.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, immediately after the valve implant, a left main coronary artery obstruction occurred. It was reported that the sealing skirt of the valve was blocked by migration. Percutaneous coronary intervention (pci) was performed on the left coronary artery. "Guiding" was also used and "debulking" was performed. A delay occurred as a result. No additional adverse patient effects were reported. Additional information was received that the valve had dislodged and caused a blockage of the valsalva. Pci was initiated using a small catheter and an atherectomy was performed. The delay reported was pertaining to the pci performed, which took approximately twice as long as normal. The patient was reported to be progressing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that following the valve implant, the valve gradually became misaligned and migrated to the ascending aorta. The time of the valve migration could not be confirmed. As a result, the valve blocked the valsalva requiring percutaneous coronary intervention (pci) 11 months later.

Manufacturer narrative:
Updated data: b5 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first pci performed was 11 months following implant of the valve. No additional adverse patient effects were reported.